Event description:
It was reported that the system 6800 had a failure of the 5 vdc power supply at the end of a service procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The defective power supply was replaced. The system was tested and found to be working as intended and placed back into service.